Event description:
Surgeon noted post-op back out of the eagle screw. The surgeon has taken no action at this time. As events of this nature can result in the need for surgical intervention at MDR is being filled to document this event.